Manufacturer narrative:
The device was not returned for analysis; thus the cause of the incident was not able to be determined.

Event description:
It was reported that during a procedure a farawave 2.0 nav catheter was selected for use. However, a badhdr error occurred, troubleshooting did not resolve the issue and the physician decided to terminate the therapy early since no mapping navigation could be provided for the requested opal case. No patient complications occurred. The device is expected to be returned.